Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl (466 at its highest) and had shortness of breath. Correction boluses were delivered; however, the bg did not lower. The high bg was thought to be due to a bad vial of insulin. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer thought that the ketone level was dangerous. The customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2018 with the high bg/dka resolved. Upon follow-up, tandem technical support reviewed the pump data and the basal rate was found to have been changed from 2u/hr to 2.5 u/hr all day. The customer reported that a new vial of insulin was being used and the high bg has been resolved.